Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-01573; reference MFR. Report#: 3006705815-2019-01574. It was reported that the patient underwent a full system explant due to an infection. Reportedly, the patient was hospitalized for 3 days where IV antibiotics were administered and upon release patient was prescribed oral antibiotics. The infection has since been resolved.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-01573. Reference MFR. Report#: 3006705815-2019-01574.